Event description:
Tech performed venipuncture with needle & went to discard needle in sharps container. The needle would not go down into container when tech twisted & pushed the needle. When tech went to discard another needle into container, tech was stuck by previous needle.